Event description:
The patient developed face swelling, "black eyes", tenderness, and redness allegedly after injection in the nasolabial areas. The patient was prescribed medrol dose pack, benadryl and ibuprofen (600mg).

Manufacturer narrative:
The patient's symptoms have been resolved. The batch record, including sterility testing records, was reviewed and did not reveal any issues with the alleged product lot.